Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's medtronic representative reported via phone call that the patient's blood glucose was 42 mg/dl and she did not feel well. Her blood glucose was checked during the call and it was 36 mg/dl. Ems was on their way to the customer. No troubleshooting occurred, and no products were returned for analysis.